Event description:
A (B)(6) male underwent extraction of salivary stone in the right parotid duct on (B)(6) 2013. The basket broke a couple of centimeters from the tip whilst being pulled out from pt, stone quite stuck and had to be pulled quite hard. Pt had to have further surgery to remove basket and stone.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.